Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received an unexpected restart alarm. The customer's father reported that the insulin pump was going on and off. The customer's father also reported that the keypad was unresponsive. The customer's father reported that the insulin pump had a blank display as well. The customer's blood glucose was 199 mg/dl at the time of incident. The customer's father stated that a basal was not programmed before the unexpected restart alarm. The customer's father stated that the insulin pump was not stored and was not in use for an extended period of time. The customer's father stated that the alarm occurred after inserting a new battery. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. However, the insulin pump was received with unresponsive all buttons due to flattened and creased button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating current test or verify a21 alarm and failed battery test due to unresponsive buttons. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.